Manufacturer narrative:
A gambro technical services (gts) field representative found out the plastic piece in the bloodtubing set was a broken washer off the blood rotor assy. The rotor was also broken. The service technician replaced the blood pump rotor assy and verified the machine as per manufacturer's specification. A review of the prisma treatment history revealed that at 06:57 am, the prisma set off twice the malfunction message "blood pump (rate is incorrect)" error. As described in the prisma operator's manual under the troubleshooting chapter, a possible cause of this malfunction alarm is "...a impeding object in pump raceway". As corrective action, the preventive maintenance procedure has been modified to include rollers' washers replacement and a tool to check the roller occlusivity.

Event description:
Customer reported that there was a piece of plastic stuck in the prisma set, which caused a bloodtubing set split, and blood was dripping slowly down on the front of the machine. They could not remove the rotor. The set was on for about 12 hours. They did not believe the patient was harmed by the event. Patient's blood was not returned and the nurse was also unaware of how much blood was lost.